Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient¿s previous implantable neurostimulator (ins) was defective and was replaced five to ten years prior to the report. The MRI tech did not have any further information. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.